Event description:
Please note that the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the "white" paper tape was too hard to get off. Patient stated that it was too strong and that he could barely get the tape off. He stated that it takes him forever to try and peel the paper tape off of his skin. Call was made while patient was placing regular schedule delivery order, customer service asked him if he would like the paper tape or surgical tape. No rga needed since we never provided paper tape to the patient. No new order needed as patient will not be using paper tape anymore. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).